Event description:
The customer has observed issues with axsym bhcg reproducibility for the past two months. The customer states that when an incorrect result is generated, it is always too low and simply retesting the sample generates the correct result. One example was provided. A pt sample that initially tested at <2.0 miu/ml retested at 450 miu/ml. The initial result was not reported out of the lab. No additional pt info was provided. No impact to pt management was reported.